Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was a stent damage. A 2.75 x 32mm taxus express2 drug eluting stent was pulled from the package and it was noted that the stent struts were flared. The procedure was completed with another taxus express2 drug eluting stent. No pt injuries or complications were reported. The pt status is listed as unk.